Manufacturer narrative:
The following fields were updated: event description. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced a surgical procedure to explant an artificial urinary sphincter(aus) due to the device being defective and erosion. A material review is requested. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a surgical procedure to explant an artificial urinary sphincter(aus) due to the device being defective. A material review is requested. A patient outcome was not reported.